Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. B3. Date of event: the event occurred on 07-sep-2023 to 08-sep-2023. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Event description:
It was reported that a 27-week gestation neonate was intubated by experienced health professionals. Subsequently, the baby was noted to have a pneumomediastinum (air leak) causing significant deterioration. CT (computed tomography) imaging demonstrated a tracheobronchial injury. At surgery the patient was found to have a 15mm large injury of the lower edge of the right main bronchus, requiring thoracotomy and patch repair and subsequent intensive care. Although the tube and stylet were reported to be used correctly, with the stylet not protruding from the end of the endotracheal tube, the use of the stylet may make the tube stiffer and therefore the risk of injury much higher in this group of babies, particularly if the tube is inserted further than intended and then withdrawn to the correct position.